Manufacturer narrative:
Device evaluation: the paramount mini was removed from the pouch and inspected. The stent remained loaded on the balloon segment. The stent was not centered on the balloon and appeared to be shifted proximally. The medial section of the loaded stent showed the stents bent outward. The loaded stent was inspected under microscope. Dried blood was noted, and no signs of fracture were observed. The manifold assembly was inspected and found dried blood within the gw lumen port. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use a paramount mini stent to treat a lesion in the mid renal artery with moderate calcification and tortuosity with 70% stenosis. No abnormalities reported in relation to anatomy. No embolic protection was used, no damage noted to packaging (i.e. Shelf carton, hoop/tray), issues noted when removing the device from the hoop/tray), device was prepped per the IFU with no issues noted. It was reported that catheter/delivery system deformed occurred at the tip. The product was replaced with the same model's product to complete the procedure. The lesion was not pre-dilated, the device did not pass through a previously-deployed stent, resistance was encountered when advancing the device, no difficulties were encountered removing the device, no excessive force used. No patient injury reported. When the device was returned to the manufacturing facility, it was noted that the sent was displaced.